Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's right atrial (ra) lead revealed signal artifact. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.